Event description:
A surgeon reported intraocular lens (iol) glistenings were observed following bilateral intraocular lens (iol) implant procedures. There are two medical device reports associated with this pt. This report is for left eye. Additional info has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the product was not returned analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints for this lot. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).